Manufacturer narrative:
It was reported that the temperature on the main side of the hcu30 did not rise. The device showed the error message ¿1004 - main heater temp. Sensor error¿. The failure occurred during preparation. A getinge field service technician (fst) was on site for investigation and could confirm the reported failure. The fst solved the reported failure by cleaning the actuator and 3-way-valve and adjusting the washers. Function tests were performed and passed. After replacement, the device was working as intended. With reference to the hcu 30 service manual (hcu 30 / service manual / english / 07/ hcu 30 / 9 troubleshooting / 110 /) when the temperature regulation works poorly or not at all and/or the cooling capacity is poor a possible cause for the failure is a defective 3-way valve or a defective actuator. Furthermore, this failure may cause the error message ¿1004¿. Based on the evaluated facts above, the most probable root cause for the failure "hcu30 temperature did not rise, device showed the error message ¿1004 - main heater temp. Sensor error" could be determined as a soiled 3-way-valve and stuck pins. The review of the non-conformities has been performed on 2023-02-17 for the period of 2014-01-28 to 2023-02-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2014-01-28. The hcu 30 has been phased out since the end of 2010. The technical support, in-house repairs, as well as spare parts supplies have been discontinued in 2017. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the temperature on the main side of the hcu30 did not rise. The device showed the error message ¿1004 - main heater temp. Sensor error¿. If the error ¿1004¿ occurs during patient treatment, potential heating malfunction results. The failure occurred during preparation. No harm to any person has been reported. Complaint ID: (B)(4).